Event description:
Received an e-mail stating "question: had her option cryoblation and starting some days later pt has had heavy bleeding and clotting. Pt is changing pads every 1 to 2 hours during the day. Is this normal and what is ptto except?"